Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified radiographically unremarkable appearance bones and hardware of right total hip arthroplasty. Nonspecific soft tissue gas in the proximal lateral. Could be normal for postoperative state. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00811400410 femoral stem 12/14 neck taper ext. Offset size 4 130 mm stem length; 00630505636 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell; unknown cup; unknown head. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03608.

Event description:
It was reported patient was revised approximately 2 years post implantation due to chronic pain. Attempts have been made and additional information on the reported event is unavailable at this time.